Manufacturer narrative:
It was reported that the event occurred on an unspecified date of (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was observed in the transport bag, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 11, 2019 - march 13, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. Functional testing was performed and after fill and prime, to ensure the blue cap is securely connected, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. There were no issues noted during functional testing. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.